Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the product was not returned for evaluation; therefore, a product analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. The provided photographs were reviewed, and revealed that the packaging bag is unsealed. However, according with the packaging sequence, the bag should not be sealed. The unsealed bag (containing the product inside) is placed inside the inner tray and then, the inner tray lid is sealed to inner tray. The inner tray is then placed in the outer tray and the outer lid is sealed to outer tray. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. No defects were found on the provided photographs, therefore no factors that can contribute the reported event can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (medical device problem code).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during proximal femur surgery, one (1) intertan 10s 10mm x 18cm 125d was going to be used in an operation but it was not sterile. The package was open in one end. The procedure was performed, without any delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.